Manufacturer narrative:
St. Jude medical could not evaluate the aso involved in this incident since the device remains implanted in the deceased. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests, prior to shipment.

Event description:
Device implant was postponed due to a left atrial appendage thrombus in (B)(6) 2013. The patient returned on (B)(6), 2013, for elective amplatzer septal occluder (aso) closure of a secundum atrial septal defect. The patient had chronic atrial fibrillation and good rim margins. The defect was sized to stop-flow at 22mm. A 22mm aso was implanted with small residual leaks noted at the inferior and anterior device margins. The patient was discharged home on (B)(6) 2013. The patient complained of shortness of breath and chest pain on (B)(6) 2013, which persisted through (B)(6) 2013. The patient was seen in a local hospital late in the day on (B)(6) 2013, and transferred to a regional center. The patient suffered three arrests which required CPR. An echocardiogram showed the aso in the left ventricle. There was no physician on site with device experience so the patient was transferred to an appropriate hospital on (B)(6) 2013 for care. The patient arrested again in transport. On arrival the patient was unresponsive with elevated lactate and inr with thrombocytopenia. A medical and surgical decision was made to not remove the device surgically. The patient arrested again and support was withdrawn in consultation with the family. The patient suffered multi-organ failure and death.